Event description:
It was reported that this right atria lead exhibited high out of range pacing impedance measurements. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.